Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged feeling more tired every day and nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an issue in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. Upon further review, the patient had alleged feeling more tired every day while on the device. Section h6 has been updated to reflect this data. The manufacturer received new information on 1/21/2022 that states the patient has nasal/throat irritation or soreness. Section h6 has been updated to reflect this data.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).